Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump had a cracked case at the display window corners, minor scratches, a cracked display window, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer took off batteries and cap and set this pump for 24 hours. Customer stated that all of the buttons weren't sensitive. The customer's blood glucose is normal, didn't require medical treatment.